Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hd therapy utilizing a 2008t hemodialysis system and the serious adverse events of a cardiac arrest and death, as the patient was undergoing hd therapy when the cardiac arrest occurred. The ipm attributed causality to the patients¿ critical condition and multisystem organ failure. Additionally, the ipm reported an evaluation of the serious adverse events by the nephrologist and the hospital¿s risk management department determined there was no fault found with any fresenius device(s) and/or product(s). The end-stage renal disease (esrd) population continues to have significantly higher mortality (30-fold), and fewer expected years of life when compared to the general population. Cardiovascular disease (including sudden cardiac death) accounts for the most deaths among the esrd population. Per the ipm, the serious adverse event was unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s 2008t hemodialysis system can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations, the manufacturers¿ specifications, or post-event functional compliance testing.

Event description:
A user facility reported to fresenius that a hemodialysis (hd) patient coded during hd therapy on a 2008t hemodialysis system. Additional details were obtained through follow-up with the facility¿s inpatient program manager (ipm). The ipm confirmed a patient suffered a cardiac arrest during hd therapy on (B)(6) 2025. The ipm stated the patient was in the intensive care unit (ICU) suffering from multisystem organ failure and was unlikely to survive regardless of hd therapy. Hd therapy was only attempted as a final effort at stabilizing the patient. Once the cardiac arrest occurred, the patient was disconnected from the 2008t hemodialysis system and advanced cardiac life support (acls) measures were undertaken, however the patient was unable to be revived. The ipm stated every code situation is evaluated by the nephrologist and the hospital¿s risk management department to determine if the dialysis equipment involved was a causal or contributing factor. In this case the ipm stated there was no fault found with any fresenius device(s) and/or product(s). The ipm also reported that the 2008t hemodialysis system was sequestered following the events and passed all post-event functional compliance testing and was returned to service. Per the ipm, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and no on-site evaluation was performed by a fresenius field service technician (fst). However, it was reported that the machine passed all post-event functional compliance testing and was returned to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to confirm the reported event.

Event description:
A user facility reported to fresenius that a hemodialysis (hd) patient coded during hd therapy on a 2008t hemodialysis system. Additional details were obtained through follow-up with the facility¿s inpatient program manager (ipm). The ipm confirmed a patient suffered a cardiac arrest during hd therapy on (B)(6) 2025. The ipm stated the patient was in the intensive care unit (ICU) suffering from multisystem organ failure and was unlikely to survive regardless of hd therapy. Hd therapy was only attempted as a final effort at stabilizing the patient. Once the cardiac arrest occurred, the patient was disconnected from the 2008t hemodialysis system and advanced cardiac life support (acls) measures were undertaken, however the patient was unable to be revived. The ipm stated every code situation is evaluated by the nephrologist and the hospital¿s risk management department to determine if the dialysis equipment involved was a causal or contributing factor. In this case the ipm stated there was no fault found with any fresenius device(s) and/or product(s). The ipm also reported that the 2008t hemodialysis system was sequestered following the events and passed all post-event functional compliance testing and was returned to service. Per the ipm, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.